Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the keypad button was under responsive. The customer alleged that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #2 date of submission 12/13/2016 ¿ correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission 12/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: during investigation, the keypad was intact and all the keys were responsive. The keypad cover was removed and there was no contamination found under the key contacts. No button contact defects were observed. The original complaint was unable to be duplicated. Unrelated to the original complaint, there was evidence of internal moisture observed on the keypad flex. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).